Event description:
Polyp snare being used to remove polyp. Nurse closed snare but snare was unable to close around polyp. Cautery would not work either. Snare was returned to vendor for further investigation.